Manufacturer narrative:
The reported event that ¿the drill had fractured¿ could be confirmed. The visual investigation revealed that the tip of the drill was broken off near the shaft. The broken off fragment was not returned. The fracture surface shows the appearance of a forced rupture resulting from too high torsional loads. Additionally typical secondary cracks at the fracture area of the drill are visible caused by high torsional forces. According to the IFU twist drills are designed and indicated for use at low speed (less than 1,000 rpm). Operation at higher speeds may result in failure of the twist drill and potential injury to the user, patient, or third parties. Based on the investigation and based on the reported event the root cause was attributed to an inappropriate user handling. The drill was broken off due to the usage of the drill with a too high revolution speed of 40000rpm ¿ as reported. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The sales representative was present during a case. The resident performing the surgery was drilling through the drill guide at 40,000 rpm and bent the drill bit down. After bending, the drill bit tip snapped off.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
The sales representative was present during a case. The resident performing the surgery was drilling through the drill guide at 40,000 rpm and bent the drill bit down. After bending, the drill bit tip snapped off.